Event description:
(B)(4).

Manufacturer narrative:
The ventilator tipped forward by itself because the screw that attaches the ventilator to the cart had not been attached properly. The service technician caught the ventilator as it fell, no one was harmed. The technician replaced parts and performed functional checkout, pre-use test, and electrical safety check. The unit passed all tests. No similar events were found in the complaint database. The incident has been reported to production for their investigation. (B)(4).